Manufacturer narrative:
The customer's reported complaint of "the thermogard xp ivtm system (sn (B)(4) displayed multiple tcmid:05 (coolant diff failure) error messages" was confirmed based on the event log review but not during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. However, as a precaution, the lm 34 a/b temperature sensor will be replaced to prevent recurrence of the error message. During visual inspection of the thermogard console, unrelated to the reported complaint, the pump lid and top lid were loose, and the white rollers and bumpers were worn. The probable root cause of the observed damages is wear and tear. The console is over 10 years old and was manufactured in october 2012, well past the expected service life of 5 years. The white rollers and bumpers will be replaced, and the loose pump lid and top lid will be fixed to remedy the issues. The event log review indicated seven tcmid:05 (coolant diff failure) error messages on the event date, thus confirming the reported complaint. The thermogard xp ivtm system passed functional testing including the overnight burn-in test with no issues. The customer's reported complaint could not be reproduced. Nevertheless, the lm 34 a/b temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems, likely attributed to the age of the device, that could not be directly identified during the functional testing. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During training, the thermogard xp ivtm system (sn (B)(4) displayed multiple tcmid: 05 (coolant diff failure) error messages. No patient involvement.

Manufacturer narrative:
The customer's reported complaint of "the thermogard xp ivtm system (sn (B)(6)) displayed multiple tcmid:05 (coolant diff failure) error messages" was confirmed based on the event log review and during functional testing. The reported issue was not replicated during initial functional testing. However, during device evaluation, the metal tip of the lm34 temperature sensor was found to be rusty and corroded, which most probably caused the console to display the tcmid:05 error message intermittently. The corrosion could be attributed to the age of the device; however, the lack of proper maintenance cannot be ruled out. The thermogard is a reusable device and was manufactured in oct. 2012 and is over 10 years old, exceeding its expected service life of 5 years. No documented report was found showing that regular preventative maintenance (pm) was performed for the console since it was acquired by the customer in 2013. During visual inspection of the thermogard console, unrelated to the reported complaint, the pump lid and top lid were loose, and the white rollers and bumpers were worn. The probable root cause of the observed damages is wear and tear due to the age of the device. The white rollers and bumpers were replaced, and the loose pump lid and top lid were fixed to remedy the issues. The event log review indicated seven tcmid:05 (coolant diff failure) error messages on the event date, thus confirming the reported complaint. The thermogard xp ivtm system passed functional testing including the overnight burn-in test with no issues. The customer's reported complaint could not be reproduced. However, during device evaluation, corrosion/rust on the lm34 temperature sensor, which caused the console to display the tcmid:05 error message intermittently, was observed. The lm 34 a/b temperature sensor was replaced to remedy the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(6).